Event description:
It was reported that this right ventricular (rv) lead has perforated through the patient's heart during the device implant. This lead remains in service. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).